Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this device was able to be successfully interrogated after troubleshooting with the programmer. The device was checked and no anomalies were found. The patient was being checked as they had experienced a stroke, however the device data did not have any findings, and the patient did not have any atrial fibrillation. The patient had an MRI, and the device functioned well afterwards. It was discovered that the patient had an old pig valve that had some vegetation on it, and bits of the vegetation were breaking off of the valve and going to the brain causing the stroke. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was unable to be interrogated. Boston scientific technical services (ts) discussed troubleshooting and noted that the programmer would need a hardware key. The device remains in service. No adverse patient effects were reported.